Event description:
Pt developed nausea, vomiting, shortness of breath and bradycardia after catheter inserted. First symptom appeared within five minutes of insertion. Oxygen saturation level dropped from 98-99% to 80%. Catheter insertion was uneventful. The catheter was removed. The pt received nebulization treatments, had supplemental oxygen increased and received intravenous benadryl. Symptoms completely resolved.